Manufacturer narrative:
The pod was received fully deployed. Investigation of the pod found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early. The pod ran for 871 pulses, completing several boluses, and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula deployed prematurely before the pod was applied.